Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information about the event. An MRI showed that both of the patient¿s breast prostheses had ruptured. This medwath report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-08417 for the report for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-sep-2022, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2022. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-oct-2022, mentor received additional information about the event. The patient had her explanted breast prostheses replaced with mentor memorygel xtra breast implant 350cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-oct-2022, mentor became aware that a device returned to the failure analysis lab on 11-oct-2022 belongs to this complaint. It was previously reported that the device is a mentor memorygel breast implant 500cc gel breast prosthesis, catalog #3507500bc, lot #5558101, serial #(B)(6), UDI # (B)(4). New information received indicates that the device is a mentor memorygel breast implant 400cc gel breast prosthesis, catalog # 3504004bc, lot #5555810, serial number unknown, UDI #00081317000501. On 04-nov-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant has three (3) ruptures. Tear a was found on the posterior view measuring approximately 8.0 cm and within an area of shell abrasion. The tear b extended from the posterior view to the anterior view, measuring approximately 3.0 cm. And the tear c was found on the anterior view, measuring approximately 0.4 cm. Microscopic examination was performed on the edges of ruptures b & c, and parallel striations were found in an area of tear b on the anterior aspect, measuring approximately 0.4 cm. The cause of the rupture in the remaining area of the tear could not be identified. On the other hand, parallel striations were found in the whole area of tear c. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the cause of rupture a is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Based on the information currently available, microscopic examination of the rupture c indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 500cc gel breast prosthesis that ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.